Event description:
On july 2nd, we received a complaint from stryker. Stryker received a customer complaint from (B)(6) where they alleged that the patient was seated in the chair in the recline position with the footrest up. After a period of time, the nursing staff came back to the room and found the patient on the floor with a head injury. The recliner was in an upright position when the patient was found. The head injury resulted in hemorrhage and the patient was admitted to critical care.

Manufacturer narrative:
Based on the interview with the hospital staff, champion is unable to conduct a complete investigation due to limited information provided by the distributor and site, i.e. Serial number/UDI of the device. Additionally, there is no information available to confirm if the device contributed to the issue. As champion is unable to conduct a proper investigation, this investigation is closed. No further actions.